Manufacturer narrative:
Updated fields: b4, h4, g7, h2, h4, h6 (type of investigation), h10. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/213) the overall 12 month product complaint trend data for the period (jan 2020 through dec 2020) was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue, replaced the drive manifold and was able to get the leak test to pass. The fse then completed the pm and performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A contact person at the customer or complainant site is (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had a drive manifold leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The initial reporter named a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6). Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had a drive manifold leak. There was no patient involvement, and no adverse event reported.